Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted during testing. The download history file shows no bolus delivery greater than 400 units. All bolus deliveries were less than 10.0 units. On (B)(6) 2013 at 9:16 and 18:35 there were blood glucose values of 441. Both estimate totals were less than 10.0 units. The insulin pump was programmed and monitored with no unexpected bolus delivery noted during testing. All test boluses were delivered and was recorded in the bolus history screen. No bolus anomaly noted during testing. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. No excessive no delivery alarm noted during testing. The insulin pump had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 321 mg/dl at the time of call. The customer stated that they treated the high blood glucose by bolus. The customer stated that the no delivery alarm was resolved by complete set change. The insulin pump will be returned for analysis.